Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was unusual resistance felt while loading the valve. A fluoroscopic loading check as well as a visual check was completed prior to insertion of the delivery catheter system (dcs) into the patient. Both checks did not reveal any abnormalities. The dcs was then inserted into the right common iliac artery with difficulty. Advancement of the dcs once within the patient was also difficult and ultimately deemed not possible. The dcs was then removed from the patient, and a 14 french (fr) external introducer sheath was placed for hemostasis. Inspection of the dcs led to the discovery that a small bump was present with metal protruding from the dcs. A second valve and dcs were then prepared. Prior to insertion of the second dcs, the 14 fr external introducer sheath was removed and a possible dissection in the right common iliac artery (rcia) was noted. The case was then aborted, and a computed tomography (CT) scan was completed to further evaluate whether a dissection had occurred. Per the physician, both the procedure and dcs contributed to the event as well as the patient's calcified and tortuous anatomy. A 15-minute procedure delay occurred due to the event.